Event description:
Olympus medical systems corp (omsc) was informed that during the open distal gastrectomy, the subject device could not be activated. The procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was severly worn and the metal part was exposed. The tip of the probe and jaw had contact marks against each other. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severly wears. Considering the evaluation result of the subject device, omsc concluded that the pad severly wore since the user activated output without grasping anything. Then the grasping section with the severely worn pad the probe contacted, which caused the error and the contact marks. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.